Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range there was no reported adverse impact to the customer's blood glucose level as it was within the range of 54-500 mg/dl. Despite attempts to resolve the issue, the customer was unable to resume insulin delivery, so they were advised to switch to manual injections as a backup therapy.